Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that the health care professional (hcp) decided to replace this pacemaker due to being unable to access the hospital's system. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that the health care professional (hcp) decided to replace this pacemaker due to being unable to access the hospital's system. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.